Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-00384. It was reported the patient (B)(6) was not receiving effective therapy relief due to lead migration. Because of the lack of efficacy, the patient reportedly discontinued use of the therapy system and failed to maintain the charge of the ipg. As a result, the device was inoperable. Surgical intervention was undertaken to address these issues. However, due to the patient's anatomy and scar location, the migrated leads could not be repositioned. Therefore, the physician elected to explant the entire therapy system.